Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.6, lab: ng. Date: (B)(6) 2010, inratio: 2.7, lab: ng.

Manufacturer narrative:
All inr results provided by the customer were performed more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Customer also reported "lo" errors. Per professional user guide, the ambient temperature is too cold for the monitor to operate properly. To troubleshoot this error, it is advised that the user move the monitor to a warmer location and try again in a few minutes. As of 07/28/2010, one discrepant result complaint was reported for lot #232886 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.